Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2016, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 7 years, 1 month after initial implant. Revision operative report of (B)(6) 2023- postoperative diagnosis: failed left total knee. Revised to exactech posterior stabilized size 2, 13 ps poly with biomet 3 peg patella. Patient was having persistent pain, stiffness and swelling, signs of instability, and chronic pain. Unresurfaced knee. Synovectomy preformed. Replaced 9mm polyethylene with 13mm and this ¿dramatically¿ improved varus/valgus instability. Patient was taken to pacu instable condition, no complications. No mention of component loosening or polyethylene wear. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants -product information: 4202597 02-010-01-0220 - logic femoral ps cem left sz 2 4405783 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t 3008016031 a10012 - gps implant kit v2 4004016018 a10012 - gps implant kit v2 pending investigation. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.